Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient ins is continues to feel like it is warm when he is active. It was reviewed that the ins engineering is such that there shouldn't be a perceptible change in temperature when on/off and the caller should consider having the patient's doctor evaluate the pocket. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp is monitoring and noting what triggers may cause the heating of the ins during use and during recharging. The cause of the heating is undetermined. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. A manufacturing representative (rep) reported that the patient was experiencing discomfort with charging. The caller states that the patient is also feeling a warming sensation from the ins when using or charging it. Impedances were checked at 0.7v and all were within 1000-1500 ohms. It was noted that the patient is charging about once a week for two hours and is running 2 dose programs at 450 pw, (B)(4) rate. It was reviewed that the device seems to be functioning properly and the caller was instructed to monitor the symptoms and to follow up with the patient's health care provider (hcp) if things get worse. No further patient complications have been reported as a result of this event.